Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the procedure: colorectal resection by laparotomy with latero-terminal colorectal transanal anastomosis; what was the indication for surgery: suspicion of anastomotic cancer recurrence because of impassable stenosis and elevation of the cea; who fired the device and what is his/her experience: 2 experienced senior surgeons; was there audible and tactile feedback received: normal noise when closing and feeling of cutting but the device was ¿hard¿; were the washer and tissue ring (donut) inspected: 2 complete donuts without staple; where within the green range was the device fired: the orange indicator was in the middle of the green range; could the staples be seen and what was the formation: only 2 or 3 staples were seen with u form. The other extremity (colon and rectum) was cut and opened without staple; was there any radiation or chemotherapy prior to procedure: no; what was the condition of the tissue: good condition; after the alleged staple failure, how was the reanastomosis performed: recovery of the dissection laterally and forward in order to close the rectum without tension thanks to separated stitches with vicryl. The air leakage test was ok so a new latero terminal colorectal anastomosis was made with a new like device on anterior side of the rectum with a lateral ileostomy; was the ostomy temporary or permanent: temporary. Closing scheduled to 6 weeks; what kind of safety test was done: air leakage test with a rectal probe after stapling and placement of 2 drains backward and forward of the anastomosis; was the opening of the colon and rectum seen during the initial procedure or was there a second procedure to do the reanastomosis: initial procedure; if a secondary procedure was required, how long after the primary procedure was it completed: na; did the surgeon wait 15 seconds after initially dialing down to compress the tissue, did the surgeon retighten before firing: unknown; what is the current patient status: the patient went home with home care but with important ostomy equipment problems because there was not any preliminary cutaneous tracking as the ostomy was not planned. The ostomy is placed in an abdominal line.

Manufacturer narrative:
(B)(4). Expiration date: (B)(6) 2019. Manufacture date: (B)(6) 2014 . The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present; however the knife was noted damaged, this damaged is consistent when the device is fired over a hard object. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, however the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure? What was the indication for surgery? Who fired the device and what is his/her experience? Was there audible and tactile feedback received? Were the washer and tissue ring (donut) inspected? Where within the green range was the device fired? Could the staples be seen and what was the formation? Was there any radiation or chemotherapy prior to procedure? What was the condition of the tissue? After the alleged staple failure, how was the reanastomosis performed? Was the ostomy temporary or permanent? What kind of safety test was done? Was the opening of the colon and rectum seen during the initial procedure or was there a second procedure to do the reanastomosis? If a secondary procedure was required, how long after the primary procedure was it completed? Did the surgeon wait 15 seconds after initially dialing down to compress the tissue? Did the surgeon retighten before firing? What is the current patient status?

Event description:
It was reported that during an unknown procedure, during the operation, the surgeon has faced a complete stapling default despite the safety test done. There was a full opening of the digestive colon and rectum, resuming resection, re-anastomosis and obligation to create an ostomy protection.